Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer called in to report that her infusion set cannula was bent. Blood glucose value was 600 mg/dl at the time of the incident. No troubleshooting for the high blood glucose value was performed. The device will not be returned.